Event description:
During the middle of placing a peripherally inserted central catheter (PICC) line, internal electrocardiogram (EKG) reading equipment of 3cg technology malfunction and did not work as intended.